Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot cov1110122. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with the dmr. Test results of retention samples from cov1110122 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). User reported that two flowflex kits did not produce results. Questioned the user on the test procedure, but couldn't identify any user error.